Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that the system error 105 was caused by a failed motor (flex). In addition, review of the history log confirmed the error. The motor assembly was replaced.

Event description:
It was reported that a device alarmed for a system error 105. There was no patient involvement.